Event description:
The patient was implanted with a left ventricular assist device. Approximately 6 months of support on the lvad, the patient was admitted for treatment of positive blood cultures with IV antibiotics from (B)(6), 2014. No further information has been provided at this time.

Manufacturer narrative:
The patient remains ongoing on lvad support. No further issues have been reported at this time. A supplemental report will be submitted upon completion of the manufacturer's investigation.